Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The nozzle unit in the air gas module was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. The evaluation of the received device logs confirms the reported failed flow transducer test. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Since the replaced part was not returned for investigation, the root cause of the failed flow transducer test during pre-use check has not been determined but most likely the nozzle unit was defective.

Event description:
It was reported that there was no patient harm. There was no patient involvement. Manufacturer's ref #: (B)(4).